Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when beginning to bur the femur in a cori assisted tka surgery, an internal error screen came onto the tablet and monitor several times. After hitting ok on the internal error screen, the tablet and monitor blacked out. They had restart the real intelligence cori, recalibrate, go back into the case, and the same thing happened again. The procedure was completed, with delay of less than 30 min, changing to a manual procedure. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when beginning to bur the femur in a cori assisted tka surgery, an internal error screen came onto the tablet and monitor several times. After hitting ok on the internal error screen, the tablet and monitor blacked out. They had restart the real intelligence cori, recalibrate, go back into the case, and the same thing happened again. The procedure was completed, with delay of less than 30 min, changing to a manual procedure. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Section h3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The log files necessary to confirm the internal error message (naviosystem.log and/or xsession.log) were not provided. However, the navio.log (application software log) for case (B)(4) shows the logging during femur bone removal had ceased. The logs show the user had re-entered the case and again the logging stopped during femur bone removal. This indicates an abrupt shutdown of the system, confirming the reported complaint. The most likely cause of the system shutdown is a known software issue. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The clinical/medical evaluation found: ¿per complaint details, the device did not perform as intended and did not resolve with troubleshooting. Subsequently, the cori procedure was abandoned and the tka was completed using manual instrumentation without patient harm within a 0 to 30 minute surgical extension. The field report indicated no patient data was available therefore, no clinical factors could be confirmed to have contributed to the reported event. Patient impact beyond the reported 0-30 minute surgical delay, abandoning the ¿blacked-out¿ cori system and subsequent use of manual instrumentation to perform the tka procedure would not be anticipated as manual procedure/standardized instrumentation is an approved surgical technique and no patient harm was alleged due to the reported event. No further medical assessment could be rendered at this time.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.